Manufacturer narrative:
The device and electrode pads used were returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. The device was recertified and returned to the customer. The clinical data did not indicate any anomalies. The batteries returned were found to measure within specification. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to function. No further information was available. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.